Event description:
Surgeon states the implant was removed because the pt was developing recurrent pain with increasing limitation of motion and recurrent swelling and erythema overlying the right temporomandibular joint.